Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014 allegedly due to adverse reaction to metal debris and personal injury. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05602 & -08456).

Manufacturer narrative:
The head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting. Backside damage was visible on the cup. However, it could not be determined whether this damage occurred during or prior to surgical removal of the components. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.